Manufacturer narrative:
Device evaluation: lens was returned in a microcentrifuge vial in liquid. Visual inspection found the lens haptic torn. Dimensional inspection found the lens within specifications. Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -10.0/1.0/092 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced lens rotation. The lens was repositioned but this did not resolve the problem. On (B)(6) 2024 the lens was exchanged with a longer length lens and this resolved the problem. The cause of the event was reported as unknown. It was additionally noted the replacement lens was implanted in the vertical position. The cause of the event was reported as unknown.